Manufacturer narrative:
The novaflex+ delivery system was returned to edwards for evaluation. Upon visual analysis, a longitudinal cut/slit on the crimp balloon was observed. There were no other visual abnormalities noted. Relevant functional testing could not be performed due to the condition of the balloon (cut on the inflation balloon). No dimensional testing was performed as there were no relevant dimensional specifications for the affected area which would have contributed to the complaint. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. The complaint of balloon leakage was confirmed, but no indication of manufacturing non-conformance was identified in the returned device. During manufacturing, each novaflex+ delivery system is 100% inspected for mechanical damage (kinks, breaks) or missing/misplaced parts. Close visual inspection of the leak site on the inflation balloon did not reveal the presence of gel spots or fish eyes, but showed a slice/cut consistent with that caused by mechanical damage or contact with sharp objects. This damage likely occurred after the device was released from the manufacturing facility. Engineering review of manufacturing mitigations indicated that it is unlikely that a leak in the inflation balloon was present during production. All devices undergo pressurization at several stages, and the proximal balloon cover protects the inflation balloon area during packaging. The balloon cover was not returned, and engineering was unable to visually confirm whether or not it had been compromised. A definitive root cause was unable to be determine with the available information. The complaint for ¿balloon leakage¿ was confirmed, but no manufacturing non-conformities were found in the returned sample. Review of the available information suggests that device handling during clinical use/preparation may have caused/contributed to the damage. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds the august 2015 control limits for this failure mode. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During preparation of a novaflex+ delivery system, a leak in the balloon pathway was noticed. The delivery system was exchanged for a new device.